Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of approximately 15 months, oversensing was reported and the device was explanted. No adverse patient side effects have been reported.